Event description:
It was later reported that the alarms resolved after the clip was fully dried out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not able to be confirmed, as the heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. However, the reported event of atypical low voltage and power cable disconnect alarms was confirmed via review of the submitted event log file, containing approximately 4 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). On (B)(6) 2023 and (B)(6) 2023, atypical power cable disconnect and low voltage alarms were observed while the system was supported by battery power. These alarms activated due to the rsoc and/or voltage of either power cable briefly fluctuating to abnormal values. It was also noted that at 13:51 on (B)(6) 2023, these fluctuations occurred in both cables simultaneously, which appears to be consistent with the provided information that the patient fell into a pool around this time and their equipment was submerged in water. The observed alarms did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. Provided information indicated that the abnormal alarms resolved after the equipment dried out. The root cause of the atypical alarms could not be conclusively determined through this analysis; however, the alarms that occurred between 13:51 to 14:51 on 06aug2023 were suspected to be related to the reported event of the equipment getting wet. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system components must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage and power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient fell into a kiddie pool on (B)(6) 2023. They immediately got out of the pool and dried the equipment off. The patient was instructed to put on dry extra clips and fresh batteries. They were also advised to unplug the second clip and ensure everything was dry before putting it back on with the fresh battery. The system controller and batteries were reported as working appropriately. The patient came into a clinic for assessment by the clinician. The back of controller was pulled off and emergency backup battery (ebb) and inside was dry. The patient was given a used clip set and instructed not to use the clips that got wet until further assessment. The event log captured erratic relative state-of-charge (rsoc) voltage values on (B)(6) 2023 between 13:51:14 and 14:51:09. There was no interruption in pump support during this time frame. The erratic rsoc voltage values appeared to be occurring on battery power. Since the battery clips are not waterproof or water resistant, it was advised to replace the clips that got wet.